Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned, the reported condition was not duplicated or confirmed. The technician replaced components on device. An assignable root cause is undetermined. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Upon further review, initial MFR# 8030965-2014-01462 was filed in error. Initial report MFR# 8030965-2014-01462 is duplicate to initial report MFR# 8030965-2013-03651.

Event description:
Customer reported that the extraction screw conical had been damaged during surgery. This is report 1 of 1 for complaint #(B)(4).